Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported damaged shelf carton and pouch appear to be related to shipping handling and/or transportation. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that the customer received the product with a large hole in the box and damaged inner packaging which made it unsterile and there is no procedure associated with this device. Damaged was noted upon delivery.

Event description:
It was reported that the customer received the product with a large hole in the box and damaged inner packaging which made it unsterile and there is no procedure associated with this device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.